Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing sores were exacerbated under the lifevest equipment. Patient described the area as the te pads rubbing against sores from non-lifevest defibrillation equipment that have since started to bleed. The patient¿s physician prescribed a medication for the sores. Follow up indicated that the sores improved.